Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported malfunction. The fse inspected the temperature sensor and found that the temperature was abnormally high. The fse replaced the threaded probe temperature sensor (0206-00-0734). The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Due to character restrictions in the event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) the unit has a system over temperature. There was no patient involvement.